Event description:
It was reported that the physician attempted to push the intracranial stent up to a lesion in the distal internal carotid artery (ica), but was unable to pass it due to the pt's tortuous anatomy. The intracranial stent reportedly straightened out at the cavernous segment. The physician tried to approach the lesion again with a different intracranial stent which pushed the previous stent into the distal ica. The physician then withdrew the second intracranial stent. The pt reportedly suffered no adverse effects as a result of this phenomenon.

Manufacturer narrative:
Add'l PMA/510 (k): h020002/s5.